Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If device or additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that "the arthroplasty was revised due to instability and a fractured liner. The zirconia femoral head did not fracture. The acetabular insert and femoral head were revised. The components were implanted in situ for 7.3 y. The pt presented a score of 2 three months prior to revision surgery and maximum score of 6 since implantation". Medical records and x-rays were not provided to stryker for review due to institutional regulations. Device implanted in 2001 and explanted in 2008.